Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found two internal insulation abrasions breaching rv cables lumen between the rv and svc shock coil were noted at 10.9-12.8cm and 15.4-16.7cm from the distal tip and two lead-to-can external insulation abrasions breaching svc cables lumen were noted at 33.1-34.7cm and 35.7-36.3cm from the distal tip proximal to svc shock coil. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.